Event description:
Complainant indicated that during biomed testing the device would power up intermittently with known good batteries. Complainant indicated that there was no patient involvement in the reported malfunction.